Event description:
Customer reported that the flange is too flexible and can easily slip down pt's airway. No pt injury reported.

Manufacturer narrative:
The device has been requested for investigation, but has not been received yet. Should device become available, a detailed review of the device will be performed.